Event description:
It was reported that the endoeye flex deflectable videoscope had noise. The issue occurred during unknown therapeutic and was completed the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.